Event description:
Premature battery depletion was reported. There had been 'many shocks' for 15 vf episodes and 92 fvt episodes and the battery voltage was reported to be 2.68 volts. The device will be replaced. No patient complications have been reported.